Event description:
On (B)(6) 2013, the patient contacted animas stating the pump felt hot to the touch. The patient stated that she received a first degree burn on the abdomen from the metal clip. There was reportedly no blistering. The pump reportedly emitted a ¿replace battery¿ alarm. The patient denied that the pump was exposed to moisture and denied damage to the pump. The reported first degree burn does not meet the animas criteria of an adverse event; no blistering occurred, the patient did not seek medical assistance/advisement to determine the type of degree reported and there was no reported prescribed treatment recommended by the hcp. This complaint is being reported due to the alleged temperature issue with the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.